Event description:
It was reported that a patient presented to clinic for follow up. Patient has history of chronic high capture threshold on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.